Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons required several presses with increased force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the keypad was observed to be peeling at the ok button. All of the keypad buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed. Unrelated to the initial complaint, the display lens was observed to be peeled off of the pump. The pump was booted and the display screen was observed to be dim with a pink contrast.